Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per the customer, neither the product ID nor lot number are available. As a result, the UDI could not be determined.

Event description:
The customer reported that patient was hospitalized in intensive care for occlusive syndrome on strangulated hiatal hernia. The installation of a salem probe (covidien brand) on 21/03 was maintained in suction. The suction flow rate was insufficient per the medical team given the occlusive syndrome. They verified the material, the suction, the position on the radio and no problem was found. There was a change of the probe on 25/03 at 16 o'clock for a salem probe of the vygon brand, allowing to double the digestive suction rate. There was a recurrent suction problem on the covidien probes, with risk of inhalation for the patient. There was discomfort of the patient related to the change of the salem probe.the pharmacist does not know the reference of the salem probe, the size of the probe and the probe concerned by this event has been discarded. The pharmacist specifies that they organized a crex meeting and decided to change provider and write a care protocol. Per additional information received on 13jul2022, the patient experienced occlusive syndrome with fecal fluid in the sng. The nts flow rate on day 1 was 490ml, day 2 was 600ml and day 3 was 200ml. The flow rate was deemed insufficient as the occlusive syndrome persists. There was a change of nse (600ml). The device was monitored every 4 hours. The patient's current status is alive. There was no model or batch number available in the patient's file.

Manufacturer narrative:
The device history record could not be reviewed since no lot number was provided from the customer¿s complaint report, and no photo sample nor actual sample with a lot number was received. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The customer indicated the devices were discarded. Without the devices, a thorough investigation including visual and functional testing could not be performed. Although the lots are unknown for these events, device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. Based on the present information, and since no photo sample was provided and no actual sample was received, a possible root cause cannot be determined. The reported condition could not be confirmed nor related to a manufacturing process. Each lot of salem sump¿ tube with anti-reflux valve undergoes a visual, functional, and dimensional testing on an acceptance sampling plan. These tests are conducted in finished product assembly and the packaging process. The investigation was conducted with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. As control process and according to procedure for inspection standards for the salem sump catheters, visual, dimensional, and functional inspections are performed for each lot prior to product release. As part of the containment, a notification was made to the production personnel to heighten awareness of the condition reported by the customer.